Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer inquired via phone call if the insulin pump beeps more than once for a low reservoir warning. Customer's blood glucose was 45 mg/dl at the time of incident. Troubleshooting advised customer that settings can be changed for alarm. Customer indicated that sometimes he is left without insulin if he does not catch the alarm the first time it beeps. Customer wanted to document this information only. No further information was provided.